Manufacturer narrative:
H10, h3, h6: the reported 72203380 healicoil sa pk 5.5mm w/3 ub-bl cbbl lt used in treatment, was not returned for evaluation. The complaint states: ¿it was reported that after a successfully rotator cuff repair performed on (B)(6) 2017 where a 5.5 healicoil pk anchor was used, 2 weeks post operative visit was made and x-rays were performed and showed a metallic fragment underneath the cuff repair site¿. Images have been provided by the customer. The images showed metal fragmented. The complaint cannot be confirmed from the images. An exact root cause cannot be determined with confidence. Instruction for use for all products contain precautionary statements and recommendations for proper use. Instruction for use states: physical conditions which would eliminate, or tend to eliminate, adequate anchor support or retard healing, i.e., limitation of blood supply, infection, etc.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaint of this failure was found. There is no evidence to suggest a direct link between the post-operative condition and product used during the procedure. Patient is stable and currently recovering without complications. Therefore, no further clinical assessment is warranted at this time. It was not confirmed whether competitor¿s products were also used in either original or revision procedure.

Manufacturer narrative:
The reported 5.5 mm pk sa healicoil anchor, used in treatment, has not been returned for evaluation, however a small fragment was supplied. Visual assessment of the fragment confirmed it does not belong to the reported healicoil. The fragment is an electrode tip from a 90 degree vulcan ablator. Per the clinical details supplied a 90 degree vulcan ablator was used during the surgery and the tip likely broke off during its use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: using the probe to manipulate tissue. Bending of the probe. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after a successfully rotator cuff repair performed on (B)(6) 2017 where a 5.5 healicoil pk anchor was used, 2 weeks post operative visit was made and x-rays were performed and showed a metallic fragment underneath the cuff repair site. This fragment was observed for approximately 1 year on serial x-rays and there was no migration of symptoms. A few months ago the patient made a sudden moved of his arm and a joint pain began, x-rays and mris were performed and showed that the metallic body moved into the glenohumeral joint. Therefore, a revision surgery was performed on (B)(6) 2020 and a round piece of metal was found and removed arthroscopically from the joint. The patient is stable and recovering. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.